Event description:
Additional information was received as follows: the catheters were removed from the femoral regions beginning on the left side where the fact is taken into account that there was a trauma to the left common femoral artery due to introduction into severe arteriosclerotic plaque which this patient had. There is a proximal laceration at the site of entry of the catheter in the left femoral region, and this laceration is located about 1 cm proximally from the entry site. Attempts to control the bleeding by means of a balloon catheter, and the procedure had to be abandoned because the balloon burst inside the junction of the external iliac artery and the left common femoral artery. Then attempted to clamp the left common femoral artery, but it was not possible to control the bleeding, and the inguinal ligament was opened to try to find a more supple zone permitting proximal clamping. The bleeding can thus be controlled after a fashion. The arteriotomy is reclosed in the common femoral artery, after which the physician proceeded to repair the laceration; all this with difficulty, but the bleeding was controlled in the region of the left common femoral artery. The same difficulty would occur in the right femoral region upon withdrawal of the catheter. The occlusion balloon was attempted to be inserted before withdrawing the catheter, but did not work, failing to ensure perfect hemostasis, and bleeding developed at this level as well. The arteriotomy was reclosed and it was observed at this level that there was a lateral laceration in the femoral artery at the origin of the right deep femoral artery. To check this laceration, a cut down to the superficial femoral artery between forceps was done; this artery was occluded, beginning from its origin. A satisfactory repair of the origin of the right and median deep femoral artery was achieved. Once this was accomplished, circulation in the right lower extremity was started, with relatively satisfactory hemostasis. The patient lost a total of approximately 2,500 cc during these procedures of the femoral region, but the hemodynamics were preserved, and it was possible to maintain relatively adequate blood pressure and pulse while administrating a blood transfusion.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm approximately 19 months ago. The proximal aorta was 24-25 mm in diameter and 21 mm in length. Distal aorta was 32 mm in diameter. The right iliac artery was 15-14-16 mm in diameter. The right femoral artery was 11 mm in diameter and the left femoral artery was 10 mm in diameter. The iliac arteries were moderately tortuous with no stenosis bilaterally. The circumferential aorta had 50% mural thrombus/calcification. Two days prior to the stent graft implant procedure the left hypogastric artery was embolized. It was reported that there was access difficulty during the procedure which resulted in tears in both common femoral arteries. During the procedure the patient lost 2700 to 2900 cc of blood and required a transfusion in the or and ICU. The patient recovered on three days later. The investigator assessed the blood loss to be related to the study procedure and not the study device. Ten months post implant an unknown endoleak was discovered possibly from the right branch of the aneurysm at the iliac level and it was left uncorrected. Three weeks later a CT with contrast determined that the leak type was a type ii endoleak and it was still left uncorrected. Approximately two months ago the same type ii endoleak was seen from the distal-posterior portion of the aneurysm and left uncorrected. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (vessel trauma), patient's condition affected effectiveness of device (small vessels, type 2 endoleak), device failure/lack of effectiveness related to patient condition (small vessels, type 2 endoleak).